Event description:
After iabp for two to three days, brown specs were noted in the balloon membrane when the iab was removed. On 2/3/98, the following was reported to datascope: when the iab catheter was pulled, brown granule material was noted inside the balloon. There was no pt injury or complication as a result of the event. The pt was finally discharged from the facility and is home. [Event complications]: unk-reported 1/6/98; none-rpt'd 2/3/98. [Pt's current status]: discharged/home-rpt'd 2/3.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.